Event description:
It was reported that during an anastomose procedure, the device correctly cut and applied the clips, but all these fired clips were opened. So the surgeon had to make a manual medical specific intervention. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.